Event description:
It was reported there is a large tear in the sheath. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged microintroducer is confirmed; however, the exact cause is. Two photographs of a microintroducer were returned for evaluation. An initial visual observation of the photographs showed damage at the tip of the sheath. A relatively large and straight tear with plastic deformation adjacent to the tear was observed on the distal end of the mircointroducer. No damage to the dilator could be observed in the returned photographs. No obvious use residue was observed in either of the returned photographs. Details of the fracture surfaces could not be discerned from the returned photograph; therefore, the cause of the observed damage is unknown. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported there is a large tear in the sheath. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.